Event description:
Per customer paperwork "failure 500". It was not specified if this failure occurred while infusing on a pt. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. Although information was obtained, none was available involving pt demographics, medication involved and the setup of the pump.

Manufacturer narrative:
Evaluation summary: the reported failure code 500 was confirmed during testing.